Event description:
Report received of fluid leakage from between the clave and tubing bond. The customer contact reported a primary tubing set was being used to deliver ns at a rate of 40ml/hr. A secondary tubing set was being used to deliver an unspecified dose of ampicillin at an unspecified rate. The secondary line was connected to the clave of the primary set. At an unspecified time, the nurse observed a "large puddle" of blood on the floor. The primary tubing set was found to have blood back up and to be leaking from "the bond between the clave and the tubing segment." The amount of blood loss waqs reportedly "50-75ml." The tubing set waqs replaced and the infusion was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.